Event description:
It was reported that the implantable pulse generator (ipg) exhibited a telemetry problem and the device could not be interrogated. The device was not used. There was no patient involvement.